Event description:
Customer reported receiving no delivery alarms on the insulin pump. Customer also mentioned a crack on the left side of the screen and near the battery compartment. Customer stated that the blood glucose readings have been all over the place. Customer mentioned having blood glucose readings of 33 mg/dl and 56 mg/dl. Customer's blood glucose reading at the time of the call was 330 mg/dl and has treated with the insulin pump. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.